Manufacturer narrative:
H6. Investigation codes: updated. Investigation summary: no product sample was received. Investigation of this complaint was done based on video which was provided by customer. The video shows the product 005/073/685 8.5mm blu thin wall inner cannwith stop ring with defect described by the customer. To verify blu thin wall inner cannulas durability, informative testing on randomly selected inner cannula samples of each size (6.0mm - 10.0mm, both fenestrated and non-fenestrated versions) were conducted in the past year from current batches to measure their performance using established standard test methods. Based on results of the testing, current blu thin wall inner cannulas were found to be suitable for their function. Unfortunately, without the sample / more information we are unable to further assess this incident nor further investigate. Investigation might continue if sample or more information will be provided.

Manufacturer narrative:
H3: reason device not evaluated by mfg: other; device was not returned to manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that cracks were found in the inner cannula prior to use. There was no patient involvement and no patient harm/adverse event reported.